Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump history was reviewed and showed the dates from (B)(4) 2013. Due to continuous used of the pump, the black box data and histories for the event on (B)(4) 2012 have been overwritten. Review of the accessible black box and alarm history showed no errors or alarms associated with the complaint. The total daily doses added up correctly and reflect the user's programmed basal rates. A 29 hour flow accuracy test was preformed successfully. Units remaining were correctly calculated and appeared the pump history. There were no hypersensitive keys observed on the keypad. The complaint was not able to be duplicated due to information in the history for the complaint date has been overwritten.

Event description:
On (B)(6) 2012, the patient contacted animas customer support and left a message of "high blood sugars all day." Animas customer support made several attempts to reach the patient to obtain additional information regarding the "high blood sugar" values and to review the subject pump, but were unsuccessful in their attempts. This complaint is being reported because the patient alleged having a "high blood sugar." Animas customer support was unable to reach the patient to obtain additional information regarding the high blood glucose readings he was obtaining or to review the pump history and settings to determine if a malfunction or use error of the device may have caused/contributed to the high blood sugars.